Manufacturer narrative:
(B)(4).

Event description:
It was reported that r-on-t phenomenon was observed. Review of the egm revealed r-waves and pvcs undersensing. Some instances of inhibited pacing were also observed. Programming changes were recommended. No further information is available.